Manufacturer narrative:
Our laboratory received one truclip. The grip pads were still present and mostly attached to the clip. The top grips were completely attached to the grip. The bottom grips were partially peeled up but mostly still attached to the grip. The returned sample did not matched with photo from the customer. No other defect was observed from the grip. A review of the manufacturing records indicated that the product met specification at the time of release. An investigated has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the truclip had only one blue rubber membrane. Normally there should be four blue rubber membranes (two at the top and two at the bottom). The blue rubbers prevent the truclip from sliding down the IV pole. Nurses noted that the patient¿s blood pressure was higher than normal. The patient was treated with medication. Then the nurse observed that the truclip was not at the phlebostatic axis, where it should be located. The high blood pressure was due to the truclip being at an incorrect position on the IV pole.